Event description:
At beginning of procedure, pt. Was on pt's side. Return electrode placed on pt's back. Pt rolled over onto back. When procedure started. High impedance errors displayed and "rf" generator aborted. Dr. Repositioned cartridge needles. In about 2nd/3rd lesion. Pt. Complained of severe burning. Dr's assistant placed hand underneath pt. To check. Return electrode was flat. Dr. Switched to a new cartridge, lesion was aborted again. Vidamed technical support advised to check electrode position. Dr's assistant found wire was detached from the electrode. Pt sustained 2nd degree burn, treated with ice pack.